Event description:
It was reported that after "a few minutes of use" the temporary pacemaker turned itself off and the patient went into asystole. The temporary pacemaker was exchanged "for another and the patient recovered" a paced rhythm. Also reported: there were battery voltage fluctuations, the anode surface of the battery had "burning/dust marks" indicating an ineffective current flow due to the impedance on the anode, and cleaning the anode site restored the functionality of the temporary pacemaker. No further complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.